Manufacturer narrative:
Please note that section f and file attachments has been updated accordingly to include the uf/importer report received from intermacs after the initial MDR was sent. Hvad® pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of thrombus; however, the origin of this thrombus cannot be conclusively determined. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event.

Event description:
This event involved a patient who experienced a high power event approximately 15 days post heartware lvad implantation. The patient presented with high ldh, brownish urine and pump power up to 12 watts. The site stated that the patient was sent to the operating room (or) and underwent a pump exchange. The product has been returned to heartware for further analysis. Investigation is ongoing.

Event description:
Approximately two weeks post hvad implantation via thoracotomy approach using the davinci robot to tunnel, the outflow graft due to the absence of a sternum the patient began to experience high power, elevated ldh levels in the 1400's, and dark urine. Echocardiogram results did not reveal evidence of thrombus and the patient's inr was reported to be therapeutic.  He had a known history of chronic sternal infection with sternal removal prior to hvad implantation for which he had been receiving treatment via suppressive therapy.  Cultures drawn returned positive for bacteria and the patient was started on a course of intravenous antibiotics.  He was subsequently taken to the operating room for pump exchange as a result of the high power; however, remained hospitalized for over five months post pump exchange recovering from the infection.   He was discharged once the medical team believed that he had recovered enough clinically to no longer necessitate inpatient treatment. The treating physician does not believe that the infection is a result of the heartware device or that the patient's infection will ever completely resolve. The latest report received from the clinical specialist indicates that the patient remains implanted and is still doing well.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.